Manufacturer narrative:
(B)(4), the customer reported that during preventive maintenance of the device, the device emitted smoke. Since the user would be disinclined to use the defibrillator due to the observed smoke, we will consider this a reportable malfunction of the unit. There was no pt involvement. Because this unit has been out of support life since (B)(4) 2006, the unit cannot be repaired and a cause cannot be determined.

Event description:
The customer reported that during preventive maintenance of the device, the device emitted smoke. Since the user would be disinclined to use the defibrillator due to the observed smoke. There was no pt involvement.